Event description:
Pump was reported to spontaneously change rate and volume to be infused before the pump was hooked up to the pt. The pump was programmed to infuse insulin as a secondary bag at a rate of 2ml/hr with a volume to be infused of 45ml. The pump reportedly read it was running at a rate of 5ml/hr with a volume to be infused of 100ml. The primary programming info is not known. No pt involvement.